Event description:
Indication: common variable immunodeficiency, unspecified. Pt reports pump (serial and maintenance due: not specified) not working as well any longer. Pump is taking longer to push medication out and therefore infusion times are longer. No missed dose(s), interruption to therapy or adverse event(s) reported due to product issue. Pharmacy replacing device. Device associated with event to be returned by pt. No further info. Reported to (B)(6) by: patient/caregiver.